Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the pump time was incorrect due to use error. Tandem technical support (cts) educated customer to make sure that the correct time and date are set on the pump. During troubleshooting with cts, the customer corrected the time and resumed insulin therapy.